Event description:
The customer reported that during a patient event where the patient was being monitored, their device lost power two times. Each time the device lost power, they were able to power the device right back on and continue patient care. There were no additional details provided regarding the patient event. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Physio-control replaced the battery pins as a precaution and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.